Event description:
A customer reported a cartridge alarm 30 that resulted in their blood glucose level displaying as "high." No specific value was provided for the blood glucose level. To address the high blood glucose, the customer administered a correction bolus using their pump. Technical support confirmed that the customer would continue using their current pump until a replacement with updated software, which was being sent to the customer, was received. The customer was advised about sensor usage with the new pump and understood the instructions for returning the problematic pump using the provided shipping materials.